Event description:
It was reported to philips that the heartstart mrx defibrillator failed to pass internal timed opchecks and showed a red cross on the ready for use indictor. There was no pt involvement.

Manufacturer narrative:
(B)(4).